Event description:
It was reported that the meshgraft ii does not cut evenly. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be slightly out of calibration, the roller and cutter were worn and the set screw was missing in the ratchet. The device was repaired according to procedure and returned to the customer. Device was purchased in august 2001. Repair records show that the device was received for calibration and preventive maintenance two times with the last time in for service being september 2005. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.